Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report

Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery. The 7x60mm absolute pro self expanding stent system (sess) was implanted in the target lesion; however, during withdrawal, the sess met with resistance with the the guide catheter. The implanted stent slightly migrated to the left external iliac artery. Approximately 2/3 of the stent separated and was removed with the delivery system. Therefore, a non-abbott stent was used to implant the remaining stent fragment. Follow-up angiogram confirmed the restoration of normal lumen of the external iliac artery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent material separation was able to be confirmed. The reported difficult to remove and the reported migration were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal the tip of the device inadvertently got caught on the deployed stent resulting in the reported stent migration. Interaction of the compromised device and the guiding catheter resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted kinked stent sheath and ultimately resulted in the reported stent material separation/noted stent damages (bent/stretched/broken struts, separated distal stent tabs). As reported, a non-abbott stent was used to implant the remaining stent fragment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.